Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. According to the risk manager, no medwatch 3500a has been filed by the user facility at this time. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00032.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis showed no trend for item# (B)(4), lot no: 056331314. Product not returned. Device history record reviewed.